Event description:
It was reported that, during an acl procedure, when positioning the aimer endofemoral, the surgeon made a movement that broke the tip of the guide. It was completely removed from the patient with grasper forceps. It is unknown how the procedure was completed, and whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference:(B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the patient impact beyond the reported events could not be determined based on the limited information provided. An analysis of the customer provided image found the broken tip detached from the guide. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H11: corrected information in b5, h6 (health effect - impact code).

Event description:
It was reported that, during an acl procedure, when positioning the aimer endofemoral, the surgeon made a movement that broke the tip of the guide. It was completely removed from the patient with grasper forceps. It is unknown how the procedure was completed. No delay was reported. No further complications were reported.